Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Based on the analysis of the log files, the device recorded a panel connection lost, however there is the possibility that the device date/time was set incorrect. Below is an extract from the log files for reference: on (B)(6) 2000 20:00:32 panel connection lost alarms 4010, on (B)(6) 2021 09:38:55 panel connection lost alarms 4010, on (B)(6) 20215 09:38:45 panel connection lost alarms 4010. The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and ventilator unit (vu) is interrupted. The event did not occur during ventilation. Nevertheless, if such an event were to occur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. Therefore, this event is considered reportable. The service technician conducted troubleshooting and identified the root cause as a defective vu (ventilator unit) esm. Consequently, the defective component was replaced. After the replacement, the device worked as intended and passed the test software (tsw).

Event description:
Hamilton medical ag received the following description: after the unit was switched on, the device alarmed with invalid serial number and panel connection lost. No patient involved.